Manufacturer narrative:
The investigation determined that the true classification of the pt sample in question is considered to be hbsag reactive based on results from nat and a competitive system. The customer was asked to process the pt sample using the vitros hbsag es assay which has been designed to detect mutant strains of the hbsag virus that are not always detectable by the vitros hbsag assay. The customer indicated, they would obtain an alternate sample from the donor and perform testing using vitros hbsag es sometime in 2010. The root cause of the false negative vitros hbsag result could not be determined, however, an unknown sample interferent or mutant form of the hepatitis b virus could not be ruled out.

Event description:
The customer observed false negative vitros hbsag results on two samples from a single pt tested on a vitros eciq system on (B)(6) and (B)(6) 2009. The pt samples produced reactive results when tested by both nucleic acid testing (nat) and a competitive system. False negative results may lead to inappropriate physician action. The false negative vitros hbsag result was not reported as the customer sends all samples out for nat. There was no report of pt harm as a result of this event. (B)(4).